Manufacturer narrative:
(B)(6). An initial report was submitted under the report number -MDR # 9611451-2025-00587 (reported under fisher and paykel healthcare reference: p477521) for a similar incident that occurred while being used on the same patient. The subject z41002 autofeed humidification chamber has been requested to be returned to fisher & paykel healthcare in new zealand for evaluation. We will provide a follow up report upon completion of our investigation.

Event description:
A healthcare facility in (B)(6) reported via a fisher and paykel healthcare (f&p) representative that the chamber base of z41002 complete autofeed chamber as part of the 950n40j neonatal optiflow junior heated kit was broken and leaking. There was no reported patient consequence.

Manufacturer narrative:
(B)(4). A final report was submitted under the report number -MDR# 9611451-2025-00587 (reported under fisher and paykel healthcare reference: (B)(4)) for a similar incident that occurred while being used on the same patient. Section d4: lot number and UDI details were not received. Method: the subject z41002 vented autofeed humidification chamber was returned to fisher & paykel healthcare for evaluation following the reported issue. Results: a visual inspection of the returned z41002 chamber revealed a small hole located at the base. The edges of the hole appeared to be rough, suggesting erosion of the base material. Subsequent chemical analysis of the base residue and around the pinhole showed the presence of sodium chloride, carbon, oxygen, sodium, aluminium and other trace elements. Conclusion: based on our knowledge of the product and the information provided by the healthcare facility, the cause of the degradation of the z41002 autofeed chamber base, is due to the use of sodium chloride. When introduced to the subject chamber, this results in the formation of corrosive sodium chloride, which can chemically degrade the aluminium chamber base. Every z41002 chamber complete autofeed 900 is pressure tested following the manufacturing process to check for any leaks present in the chamber dome due to cracks and other causes. Any chamber which fails this test is rejected. In addition, the pressure test is followed by a visual inspection of each chamber. No cracks in the chamber dome are acceptable. Any chamber that fails this inspection is rejected. The subject chamber would have met the required specification at the time of production. Our user instructions that accompany the z41002 chamber complete autofeed 900 state the following: - "use usp sterile water for irrigation, or equivalent. Adding other substances may have adverse effects." - "do not clean or sterilize this product. Avoid contact with chemicals, cleaning agents, or hand sanitizers." - "do not use the chamber if it has been visibly damaged or dropped." - "set appropriate ventilator or flow source alarms to monitor therapy delivery." - "perform a pressure and leak test on the breathing system before connecting to a patient."

Event description:
A healthcare facility in virginia reported via a fisher and paykel healthcare (f&p) representative that the chamber base of z41002 complete autofeed chamber as part of the 950n40j neonatal optiflow junior heated kit was broken and leaking. There was no reported patient consequence.